Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address asceptic loosening of a non-cemented stem. **update** (B)(6) 2012 - litigation papers were received. Litigation papers allege friction and wear between the cobalt-chromium metal ions and devices. Particles to be released into the patients blood, tissue and bone surrounding the implants.